Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the wake button was unresponsive. It was reported that the customer experienced an elevated blood glucose (bg) level of 500-700 mg/dl. Cause was not known. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.